Event description:
It was reported that balloon rupture occurred. A 9.0mm x 80mm x 75cm athletis pta balloon was advanced for percutaneous transluminal angioplasty. However, the balloon ruptured before reaching the rated burst pressure. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
D2b - pro code (product code): lit, dqy. Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 20mm proximal of the distal markerband. As per specification, the rated burst pressure for this device is 30 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. A 9.0mm x 80mm x 75cm athletis pta balloon was advanced for percutaneous transluminal angioplasty. However, the balloon ruptured before reaching the rated burst pressure. The procedure was completed with another of the same device. No patient complications were reported.